Manufacturer narrative:
Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The lot number was reported as "the lot# on the shelf is (10)ur21b09010". It is unclear if this lot number is the same lot from the event. . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a interlink system non-dehp t-connector extension set separated. During patient use, "the t connector broke off from the distal end near its hub". The nurse then "pinched off the thin tubing to prevent the back flow of blood while waiting for doctor to give the intravenous sedation". The peripheral IV and t-connector were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.